Event description:
It was reported that the implantable cardiac monitor (icm) was exhibiting tachycardia episodes due to t-wave oversensing. Reprogramming options were discussed. It was later reported that there was also discussion around how to manage max counts related to the t-wave oversensing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.